Event description:
As reported by sales representative the end user hospital stated that the tip of an angiographic catheter detached prior to beginning a case. There was no pt injury. The product was not used.